Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient is a participant in the post approval network (pan) cvg clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was noted that the episodes appear to be caused by electromagnetic interference. The rv lead remains in use. No patient complications have been reported as a result of this event.